Event description:
The angiosculpt device was used in the proximal lad. Upon removal, the angiosculpt got stuck on the non-manufacturer's guidewire, thus were removed as a unit. The lesion was rewired and the procedure was completed with a nse device. No patient injury reported. This adverse event is being reported because the angiosculpt got stuck on a non-manufacturer's guide wire and removed as a unit. Placement of a new guide wire was necessary to complete the procedure.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device has not been returned by the facility, thus no returned product investigation was performed. Per the IFU, if unusual resistance is felt when the catheter is being manipulated, carefully remove the entire catheter system.

Manufacturer narrative:
The angiosculpt device was returned for evaluation. Visual inspection found no unusual characteristic of the device. During functional testing, a laboratory 0.014" sion blue guidewire was activated with saline and inserted through the distal tip and through the rest of the device with no issues. The device intact to the guidewire was inserted through a laboratory 6f introducer sheath with no issues. Using an indeflator filled with water, the device was pressurized to nominal (10 atm), but the balloon was unable to inflate due to dried contrast in the inflation lumen and balloon. The device and guidewire were removed from the introducer sheath with no issues; however, the angiosculpt device was stuck and unable to be removed from the guidewire. The root cause of the angiosculpt being stuck on the guidewire could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d1/ g1: manufacturer name and site name were updated from spectranetics to philips image guided therapy corporation to match the information on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.